Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307- on 4-jan-2021, intuitive surgical, inc. (Isi) received the following additional information from failure analysis: the endoscopic camera manipulator (ecm) was returned for failure analysis, and the reported failure of ¿non-intuitive motion on insertion¿ was able to be reproduced during test driving. Friction was detected on the lead screw assembly. The lead screw assembly will be replaced as a fix.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noticed heavy resistance while trying to move the ecm along insertion axis. The fse replaced the ecm to resolve the issue and test drove system. The system was tested and verified as ready for use. Isi has received the ec involved with this complaint, but has not completed failure analysis. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted once failure analysis is completed or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the surgeon was unable to maneuver the camera at the insertion axis during a procedure. The procedure was converted to another patient side cart and was completed robotically with no patient injury. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, or not applicable. The sections of that are not applicable to this product are blank. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Field recall (if recall number is given) is not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer reported that the camera could not go in and out. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller if staff had noticed any resistance during installation of the camera, and the caller stated no. The tse viewed system event logs and found no related entries. Caller stated that they checked the drape and it is not in the way. The tse asked the caller to have the surgeon press the camera pedal and move controllers up or down to see if they noticed resistance. Surgeon then got on the phone and stated that the issue occurred during yesterdays case as well. Caller stated that he is able to move at the insertion axis then it gets stuck. Caller stated he is able to roll the arm fine. Tse advised surgeon that their may be debris on the insertion axis of the endoscopic camera manipulator (ecm). Surgeon stated that they had a second patient side cart (psc) available. Tse advised surgeon that if they chose to, they can power the system down, disconnect the fiber and reconnect it to the second psc. Circulator got back on the phone and stated that they are draping the second psc and plan on using it. Or staff is proceeding with case. The procedure was completed with no reported injury. Isi followed up with customer and obtained the following information: the customer was not present when the issue occurred but was informed of the event by the staff who was present that day. The system was checked in the morning and there were no errors upon system start-up. The issue occurred around mid-procedure and the surgery was converted to another psc to resolve the issue. The procedure was completed robotically and there was no injury to the patient. Demographic information/pre-existing medical illness of patient and relevant investigations done were requested but not provided.